Manufacturer narrative:
This product is registered as a combination product. Analysis was normal. No anomalies were found.

Event description:
It was reported that patient presented for system explant procedure due to pocket infection. Implantable cardioverter defibrillator, right ventricular lead, left ventricular lead, and atrial lead were explanted successfully. Patient was in stable condition before, during, and after the procedure. Related manufacturer reference number: 2017865-2020-12514; related manufacturer reference number: 2017865-2020-12516; related manufacturer reference number: 2017865-2020-12517.